Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y, the needle was detaching from the suture. The needle was remained in the jaws of the device but was popping off the suture when the user attempted to tie a knot. The device was used in patient. There was no patient injury/hazard. There was no user involvement. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.